Event description:
It was reported that a patient connected to the disposable setup too early. The patient requested assistance with ending therapy during the initial drain of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy and advised them to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected for therapy too early. Use errors and propper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section provides step-by-step instructions for when and how to connect to the disposable set. Also, this section instructs to connect the transfer set to the patient line prior to starting the initial drain. Should additional relevant information become available, a supplemental report will be submitted.